Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for the patient's sinus tachycardia. Technical services (ts) analyzed device episode data and found that two inappropriate shocks were delivered across two episodes. During the first episode, the patient received an external shock which affected device sensing resulting in atrial under-sensing and therapy to eventually be delivered. Anti-tachycardia pacing (atp) was then delivered which accelerated the rhythm into the ventricular fibrillation (vf) zone for which the device provided the shock. Ts recommended reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d remains in service.